Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f; the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a stent placement procedure, the stent allegedly came off prior to putting it through the sheath and into the patient. The procedure was completed by using another device. There was no patient contact.

Event description:
It was reported that during preparation of a stent placement procedure, the stent allegedly came off prior to putting it through the sheath and into the patient. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in unused condition with locked safety and loaded stent; the distal end of the inner catheter cardan tube is broken off and the broken off distal end including tip is part of the sample return. At the break site heavy tensile deformation is present indicating tensile force before break. Provided images match the condition of the returned sample. The investigation leads to confirmed result for break of the inner catheter cardan tube at the distal end. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for break of the inner catheter cardan tube at the distal end. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: "keep the device as straight as possible following removal from the packaging and while inserted in the patient.", and "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used." H10: g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.